Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Controller log files were not available for analysis. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. Maccor data analysis revealed that battery discharges from 16.359vdc to 12.000vdc in 4 hours and 16 minutes. As a result, the reported event could not be confirmed or duplicated during failure analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported from the site that the patient states the battery only lasts 30 minutes even when fully charged. It was further stated that there was no effect on patient. Device was stated to have been exchanged. No additional information available.